Event description:
It was reported that at device follow up and during interrogation, the mobile programmer application froze with a diagnostic message on screen stating please interrogate. The user waited but was unable to continue so the mobile programmer application was closed. Upon restart, the mobile programmer would not pair with the patient connector and the mobile programmer application was closed for a second time. The mobile programmer application was restarted and interrogation was continued without the mobile programmer base andby leaving the patient connector on the patient. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application crashed connectivity issues were confirmed. Continuation of d10: product ID dtma1qq lot# serial# (B)(6) implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.